Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported leakage from the cassette during the calibration/setup phase prior to a vitrectomy procedure. The procedure was completed after the product was replaced with another one. There was no patient involvement.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and a crack was present on the infusion chamber on the outside and middle wall of the wet cassette pinch plate, in returned condition. This type of damage is consistent with damage that occurs during handling. The infusion chamber was broken off from the pinch plate to further inspect for any welding anomalies along the welding profile of the infusion chamber. Weld line and stress marks around the pinch plate provided evidence that the infusion chamber was properly welded on the pinch plate. Testing on the sample was not performed to avoid damage to the testing console. A review of our in-process controls indicated the damage observed would have been detected at the leak and flow tester station after assembly of the final cassette. While the source of the complaint is related to damage of the infusion chamber, the exact root cause of when and where the damage occurred could not be conclusively determined. It is possible the damage occurred post-receipt of the sample by the customer, but this cannot be confirmed. After review of this complaint, it has been determined that no further actions will be pursued at this time. After final assembly, each cassette is leak and flow tested to mitigate this type of event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).